Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime/compromised force sensor test, and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on the lcd window.

Event description:
The customer reported via phone call that she had a motor error alarm and a motor position encoder error alarm on the insulin pump. Customer's blood glucose was 340 mg/dl at the time of the incident. Customer reported that the drive support cap appears normal. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.